Event description:
Additional information was received. It was reported that the patient is deceased and died approximately two months post explant of an implantable pulse generator (ipg) system due to infection.

Manufacturer narrative:
Product event summary # product ID# 5092 the lead was returned and anlayzed and no anomalies were found, there was blood on the proximal conductor of the lead and it was not obstructed, the outer insulation of the lead was extrinsically breached due to a cut, the outer insulation of the lead was observed to have blood ingression, visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The event was previously reported for infection via the alternative summary report and the device system was returned indicating a patient death. Concomitant products: product ID vedr01, implanted: (B)(6) 2011; product ID 5076, implanted: (B)(6) 2011. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.